Manufacturer narrative:
Result: bent and/or missing connector pins.

Event description:
It was reported by service report that the footboard has no power. No pt involvement or adverse consequences are reported.